Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received. The needle assembly has the plastic shield. After removing it, a white epoxy drip over on the plastic hub was observed. It goes from the top to the middle of the plastic hub. 1/8¿ long x 3/32¿. Here are the things we've done to improve epoxy splatters and dripovers: re-trained operators on 8feb2019 in regards to inspecting for epoxy dripovers and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. A device history record review could not be completed as no batch number was provided. Investigation conclusion: one sample was received. The needle assembly has the plastic shield. After removing it, a white epoxy drip over on the plastic hub was observed. It goes from the top to the middle of the plastic hub. 1/8¿ long x 3/32¿. Root cause description: an epoxy drip over generally occurs when the epoxy applicator fails to shut off for a missing cannula. There are several contributing / possible factors. A dirty sensor that doesn¿t shut the epoxy off for a missing cannula the epoxy pressure is too high. The epoxy applicator needs attention ¿ it isn¿t shutting off when it should. The epoxy viscosity is also related to temperature fluctuations. If the temperature goes up, the epoxy gets thinner and flows faster.

Event description:
It was reported that a bd precisionglide¿ needle had foreign matter. The following was reported, "it was reported that something white was noticed on the hub." Event description per complaint form states, "there was something white on the plastic hub."